Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer advised replacing foot operated wheel lock cables on chair and the left side always engages.